Event description:
It was reported, that this right atrial (ra) lead exhibited noise. And oversensing resulting in inappropriate atrial tachy response episodes. There had been within normal range spikes in ra pace impedance measurements. One of which went out of normal range at 2074 ohms. This resulted in a lead safety switch. There was no asystole of greater than two seconds observed. It was noted, that the patient was transferred from the emergency room to the floor, but that there were no adverse patient effects. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).